Event description:
A report was received that the patient was explanted due to infection. The patient's symptom was a clear fluid discharge from the ipg and the lead site. The patient was prescribed IV and oral antibiotics. The patient is doing well following the explant procedure. The physician believes that the infection to be related to the implant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70, (B)(4), description:artisan 2x8 lim,70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the device history documentation for the explanted devices revealed no anomalies or deviations occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection. The patient's symptom was a clear fluid discharge from the ipg and the lead site. The patient was prescribed IV and oral antibiotics. The patient is doing well following the explant procedure. The physician believes that the infection to be related to the implant procedure.